Event description:
It was reported that when administering packed red blood cells using alaris pump module, the volume infused reported reported on the device did not match the actual volume on the blood bag's label. The discrepancy only exists when administering blood products and not with other infusions. The discrepancy has happened multiple times when using different pumps and pcus. It was further noted that sometimes the volume can be as much as 100mls off. Patient involvement is not confirmed.

Manufacturer narrative:
Omit e2403 - no clinical signs, symptoms or conditions omit a1407 - insufficient flow or under infusion (2182) manufacturer narrative the root cause for the reported issue of an volume infused discrepancy was not determined.  The reported issue that there was an volume infused discrepancy could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that when administering packed red blood cells using alaris pump module, the volume infused reported on the device did not match the actual volume on the blood bag's label. The discrepancy only exists when administering blood products and not with other infusions. The discrepancy has happened multiple times when using different pumps and pcus. It was further noted that sometimes the volume can be as much as 100mls off. Patient involvement is not confirmed.